Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was tested to be under infusing. With claves the accuracy reading was -6.94% , without claves, the accuracy reading was -5.49%., with the walkmed bag the accuracy reading was-6.03%, the mod test was 3.47% . And bench accuracy was -2.45% . There was no patient involvement.